Manufacturer narrative:
The device was returned for analysis. However, the evaluation of the device is pending. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Once the investigation is completed, a supplemental report will be submitted. Manufacturer internal reference number: (B)(4)

Event description:
On (B)(6) 2026, dr. (B)(6) reported that a 59-year-old female patient presented to his dental office with concerns related to a previously placed dental implant. The implant placement was performed on (B)(6) 2026 at tooth location #30. It was reported that the implant was not placed following immediate extraction and was not immediately loaded. The patient presented with the issue on (B)(6) 2026, within three weeks of implant placement. During the examination, the doctor discovered that the implant had failed to osseointegrate and also noted that the implant was loose. As a result, the implant was removed on the same day the patient presented with the issue, using hand pressure. Cotton was used, and a different-sized implant was placed. The patient exhibited symptoms of inflammation with granulation/fibrous tissue surrounding the implant, which resolved after implant removal. The opposing arch consisted of natural teeth. The patient did not sustain any permanent injury, and no additional medical or surgical procedures were required. It was further reported that the patient had type IV bone quality and fair oral hygiene. No abnormalities with the implant or its packaging were reported.